Event description:
A nurse reported to baxter (B)(4) that the spike got bent while connecting to twin bag by clean flash. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab to have a bent spike tip. The cause of this bend is due to use/mis-use conditions during set use. Incorrect operation/functioning of a spike assist device (clean flash) or positioning within these devices during prior usage has been the typical cause for bent tips. In this case the defect was observed directly after clean flash usage. A batch review cannot be done since the lot number is unknown. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received, but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.